Event description:
It was reported that a patient's device could not be interrogated despite using three different programming systems. A generator reset was tried but this did not help. The device was implanted on (B)(6) 2020 and the last time it was interrogated was on (B)(6) 2021. No error codes were observed as there was no communication possible with the generator, the wand attempts to find the generator but it doesn't work. The generator is easily palpable and they also tried with the motion tablet with no luck and tried to eliminate sources of electromagnetic interference. DHR review for the m103 generator performed. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient has now been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.